Event description:
Caller reported an alarm 2 related to an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin, with no additional assistance needed as occlusion issues were not frequent or recurring.